Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation/deflation issues, and the pump was not working. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404155 serial number: n/a batch/lot number: 1100075615 model/catalog description: reservoir 65 ml pc/iz unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Both cylinders had a hole at corner of a fold in the proximal end of the cylinder that led to a complete tear of the outer sleeves. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders had a leak from wear in the proximal end of the cylinder. The ms pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. No leaks were found in the pump. Based on the information available and analysis results, the reason for the reported device inflation issue and pump mechanical issue was most likely determined to be the leaks at the corner of the folds from both cylinders. Additionally, the fluid loss from both cylinders would result in a difficultly to inflate and mechanical issues because if any part of the system leaks, the devices can no longer maintain pressure and will not function correctly when the pump is activated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and device has a fluid leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.